Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted they were revising the lead today. No further complications were reported as a result of this event. L c+1- 2.5v pw60 rate 130 1018ohms r 8-9-10+ 2.7v 60pw rate130 1141 ohms 24/7 4.92-5.17years.

Manufacturer narrative:
Updated explant dates of applicable components: product ID 3389s-40 lot# va1eu1g implanted: (B)(6)2017 explanted: (B)(6)2017 product type lead product ID 3389s-40 lot# va 1eu1g implanted: (B)(6)2017 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the affected leads were explanted but will not be returned for analysis. The issue of the insufficient benefit and lead revision was reported to be resolved as the new bilateral lead location is providing patient with benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating the reason for no return was because the customer discarded the leads.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va1eu1g, implanted: (B)(6) 2017, product type lead, product ID: 3389s-40, lot#: va1eu1g, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had malpositioned leads, and they were not providing adequate benefit to the patient. The system was functioning normally and all impedances were normal, however motor symptoms were not being adequately controlled. Multiple attempts at programming did not resolve the issues, so the stn leads were scheduled to be removed and new leads were to be implanted in the patient's gpi on (B)(6) 2017. The issue was not resolved at the time of the report. No further complications were reported as a result of this event.